Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-09326 pertains to the other device. It was reported to boston scientific corporation that an obtryx halo system device was implanted on (B)(6) 2010. According to the complainant, as a result of the injury, the patient suffered vaginal erosion, recurrent urinary tract / bladder infections, mesh erosion, bladder perforations, incontinence, abdominal pain and pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant listed (B)(6), as associated with this complaint.